Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited noise on both the ventricular and atrial channels. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction - b5 - b5 updated to include leads.

Event description:
Related manufacturing reference number: 2017865-2023-02506, related manufacturing reference number: 2017865-2023-02507. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker, right ventricular, and right atrial leads exhibited noise. No intervention was performed. The patient was in stable condition.

Event description:
Additional information received notes that the pacemaker was explanted and replaced on (B)(6)2024. The right ventricular lead was capped and replaced on (B)(6)2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of atrial/ventricular noise was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Visual inspection, electrical and mechanical analysis and sensitivity analysis performed indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.